Manufacturer narrative:
(B)(4).

Event description:
Procedure (if not listed): robotic assisted low anterior resection anatomy involved: colon/sigmoid/rectum was there patient involvement: yes according to the reporter: eea was used to create an anastomosis with distal colon and sigmoid/rectum. The surgeon preformed an air/water leak test and bubbles resulted from the anterior-lateral portion of the stapled anastomosis. He then extended the incision in the lower abdomen to oversew the staple line. Was there patient injury/hazard: no was there user involvement?: yes was there user injury/hazard?: no unanticipated tissue loss?: no unanticipated ext for incision more 1in?:yes if yes, how much was ext incision? Approx.: 3 inches unanticipated blood loss more than 500cc: no was the delay over 30 minutes: yes if yes, did delay affect the patient? No device fragment fall in patient cavity? No device fragment left in patient? No was the device used in patient: yes another manuf reinforcmt material used?: no

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea xl 25mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.